Event description:
It was reported that the patient was admitted to the hospital for a major infection and redress and discharge at the driveline site. The patient was given oral antibiotics.

Manufacturer narrative:
Related manufacturer report number 2916596-2023-03092. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was given teicoplanin for 26 days during their (B)(6) 2022 admission and the infection was considered resolved on (B)(6) 2022. The patient was later readmitted on (B)(6) 2022 with redness, discharge and pain at the driveline exit site. There were no respiratory symptoms, c-reactive protein (crp) was rising, and fevers were present. The patient was given ceftriaxone for 7 days and teicoplanin for 11 days. After consumption of oral tylenol (acetaminophen) the infection symptoms resolved. The patient was discharged on 23dec2022.